Event description:
A 18 gauge inserted and small flashback noted, unable to advance catheter.we are seeing a trend. This item is not new for us and we have used for years with no issues. It is not indicative of any lot number and it has spanned 3 sizes thus far - 18ga, 20ga and 22ga. It is important to say here that the product we are having issues with has been manufactured within the last 6 months. Per the manufacturer's rep, they got a new sterilizer in their plant and they believe it may be a sticking issue with that sterilizer. They have instructed us to twist the needles before inserting to break the seal and to advance the needle a - inch to determine if it is going to stick. I have not received any feedback whether doing this solves the problem and or identifies the issue sooner. We most certainly do not want to stick patients 2x because the catheter wouldn't advance.======================manufacturer response for safety IV catheter, peripheral IV (per site reporter).======================manufacturer sales rep came on site to talk with staff about the problem.